Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod8s. During the procedure, a pod8 would not take its intended shape and was unable to anchor within the target location, and consequently, the pod8 kept unintentionally traveling into a side branch of the splenic artery. The pod8 was therefore removed, and the procedure was completed using additional ruby coils. There was no report of an adverse effect to the patient.